Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was also difficult to extract. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported. Additional information received which indicated that the patient was transferred and successfully extracted the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was also difficult to extract. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.